Manufacturer narrative:
Concomitant products: patient medications include synthroid, losartan, metoprolol, aspirin, clopidogrel, lipitor, clonazepam, trazodone, zoloft, oxybutynin, sublingual nitroglycerin, and norco. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2014, arteriography identified a left distal type I endoleak on the pxc121000 and aneurysm enlargement to 6 x 6.2 mm (growth amount unknown but greater than 5 mm). It was reported the endoleak was caused by excessive calcification in the left iliac artery. On (B)(6) 2014, an additional procedure was performed whereby an iliac extender component was implanted for distal extension on the pxc121000. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.